Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbona buffer test. Sensor passed with accurate reading also found cannula bent. Unable to confirm customer received sensor in said condition, due to customer returning it opened and used.

Event description:
It was reported that the customer was receiving a sensor error message on his insulin pump. His blood glucose level was 118mg/dl at the time of reporting. The customer greed to troubleshooting and noticed that was not inserted flat against his skin. When the sensor was removed it was discovered to be bent. The sensor is going to be returned and replaced. No additional information to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.